Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found an external abrasion breaching the outer insulation proximal to suture sleeve tie impression. The reported event of loss of capture was confirmed. The cause of loss of capture was due to external insulation abrasion which is consistent with friction to the device can. Electrical and x-ray examinations did not find indication of conductor fracture. The reported event of lead fracture was not confirmed.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, upon interrogation, loss of capture was observed on the atrial lead. During a revision, a lead fracture was noted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.